Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an insulin pump error. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 14 alarm was noted during testing. The pump was unable to upload using care link pro. The pump had a scratched case and a pillowing keypad overlay.